Manufacturer narrative:
Inadvertently omitted info additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid throughout the exterior of the cycler. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) was initiated and failed. Supply bag lines are blocked alarm occurred during dwell 1. Further investigation found hp1 and hp3 clogged. A known good hp1 and hp3 were placed into the cycler. The ast test passed on the 2nd attempt. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover next to the recess underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a fluid leak was previously investigated on 03-nov-2020. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment and on the exterior of the cassette during setup. The day prior to reporting the fluid leak the patient called fresenius technical services (ts) and reported receiving multiple m31 air detected in cassette alarms during drain 1 and make sure heater back is on heater tray alarm during an unknown phase of treatment. After ts was unable to resolve the issues the patient was advised to resetup their supplies. The patient called back the following day when he observed the fluid in the cycler during setup and reported he had observed fluid on the cassette the previous day after cancelling treatment due to the alarms. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was not completed on both days he called. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment and on the exterior of the cassette during setup. The day prior to reporting the fluid leak the patient called fresenius technical services (ts) and reported receiving multiple m31 air detected in cassette alarms during drain 1. After ts was unable to resolve the issue the patient was advised to resetup their supplies. The patient called back the following day when he observed the fluid in the cycler during setup and reported he had observed fluid on the cassette the previous day after cancelling treatment due to the alarms. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was not completed on both days he called. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.